Event description:
It was reported to boston scientific corp that a rotatable oval snare was to be used during a procedure on (B)(6), 2009. According to the complainant, during unpacking, it was noted that the snare loop was already extended while it was still in the packaging. The complainant noted that they could not retract the snare loop because the distal end of the catheter sheath was deformed; it appeared as if it had been exposed to high levels of heat. The complainant noted no damage to the packaging. The scheduled procedure had to be postponed until a later date. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Procedure postponed until a later date. Catheter sheath deformed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).